Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration of implants/out of my tube not sure where"), glaucoma ("glaucoma") and cataract ("cataracts") in a 58-year-old female patient who had essure (ess205) (batch no. 12240920) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "failed attempt to remove coils" on (B)(6) 2017 and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included depression in 1992 and anxiety in 1993. Concurrent conditions included obesity, unspecified. In 2003, the patient experienced pelvic pain ("pain"), mood altered ("moodiness"), hot flush ("hot flashes"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain") and abdominal pain ("pain: abdominal pain"). On (B)(6) 2003, the patient had essure (ess205) inserted. In 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced glaucoma (seriousness criterion medically significant), cataract (seriousness criterion medically significant), abdominal distension ("bloating"), depression ("increased depression"), asthenia ("low energy"), decreased interest ("interest"), emotional disorder ("emotional"), anxiety ("anxiety"), bladder disorder ("bladder or problems or changes: unspecified"), urinary tract disorder ("urinary or problems or changes: unspecified") and fatigue ("fatigue"). The patient was treated with surgery and surgery (on (B)(6) 2017, failed attempt to remove coils, on (B)(6) 2018, surgical removal of coil (s)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, glaucoma, cataract, pelvic pain, abdominal distension, mood altered, hot flush, depression, asthenia, decreased interest, emotional disorder, anxiety, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue and weight increased outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, anxiety, asthenia, bladder disorder, cataract, decreased interest, depression, device breakage, device dislocation, dysmenorrhoea, emotional disorder, fatigue, glaucoma, hot flush, mood altered, pelvic pain, urinary tract disorder and weight increased to be related to essure (ess205). The reporter commented: current weight 212 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and mr received: essure lot number was added. Reporter information and demographic were added. This case concerns 58 year old patient. Her historical/concurrent was added. Essure indication was added. Essure insertion and removal date was added. Per plaintiff fact sheet following events: device breakage, moodiness, hot flashes, increased depression, low energy, interest, emotional, anxiety, bladder or problems or changes: unspecified, failed attempt to remove coils, dysmenorrhea (cramping), glaucoma, cataracts, weight gain, pain: abdominal pain and she did not undergo essure confirmation test were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure devices perforated partially from"), uterine repair ("repair of uterine / essure coils noted protruding from both the right and left ostia towards the fundus of the uterus"), device breakage ("device breakage"), device dislocation ("migration of implants/out of my tube not sure where/essure coils noted protruding from both the right and left ostia towards the fundus of the uterus"), glaucoma ("glaucoma") and cataract ("cataracts") in a 58-year-old female patient who had essure (ess205) (batch no. 12240920-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included obesity, unspecified, depression since 1992, anxiety since 1993 and colonoscopy. Concomitant products included aripiprazole (abilify), paroxetine hydrochloride (paxil) and sertraline hydrochloride (zoloft). On (B)(6) 2003, the patient had essure (ess205) inserted. In 2003, the patient experienced pelvic pain ("pain"), mood altered ("moodiness"), hot flush ("hot flashes"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("pain: abdominal pain") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced complication of device removal ("failed attempt to remove coils"), 13 years 10 months after insertion of essure (ess205). In 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), glaucoma (seriousness criterion medically significant), cataract (seriousness criterion medically significant), abdominal distension ("bloating"), depression ("increased depression"), asthenia ("low energy"), decreased interest ("interest"), emotional disorder ("emotional"), anxiety ("anxiety"), bladder disorder ("bladder or problems or changes: unspecified"), urinary tract disorder ("urinary or problems or changes: unspecified"), fatigue ("fatigue"), visual impairment ("vision problem") and abdominal pain lower ("lower abdominal cramping"), underwent uterine repair (seriousness criteria medically significant and intervention required) and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (B)(6) 2018, left eye surgery, (B)(6) 2018, right eye surgery, (B)(6) 2017, failed attempt to remove coils, (B)(6) 2018 surgical removal of coil (s), dilation and curettage hysteroscopy, laparoscopy with hysteroscopy and dilation and curettage hysteroscopy, laparoscopy with hysteroscopy, repair of uterine). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine repair, device breakage, device dislocation, glaucoma, cataract, pelvic pain, abdominal distension, mood altered, hot flush, depression, asthenia, decreased interest, emotional disorder, anxiety, bladder disorder, urinary tract disorder, complication of device removal, dysmenorrhoea, weight increased, hormone level abnormal and visual impairment outcome was unknown, the fatigue had resolved and the abdominal pain and abdominal pain lower was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, asthenia, bladder disorder, cataract, complication of device removal, decreased interest, depression, device breakage, device dislocation, dysmenorrhoea, emotional disorder, fallopian tube perforation, fatigue, glaucoma, hormone level abnormal, hot flush, mood altered, pelvic pain, urinary tract disorder, uterine repair, visual impairment and weight increased to be related to essure (ess205). The reporter commented: current weight 212 lbs. Removal of coils- 2 surgeries 1st in 2017 and the 2nd 18feb2018. She had a hysteroscopy in semptember 2017, essure devices were vizualized but unable to be removed. Coils of the essure device were noted protruding from both ostia towards the fundus of the uterus. An attempt to remove the essure coils from the left fallopian tube was unsuccessful with the hysteroscoper the hysteroscopic device was removed from the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Ultrasound breast - on (B)(6) 2016: infected sebaceous cyst of the areolar regions of both breasts.. Ultrasound pelvis - on (B)(6) 2017: an intrauterine contraceptive device is noted in place.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following one/ones were reported via medical records: fallopian tube perforation, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-jan-2019: medical records received: reporters were added. Events: fallopian tube perforation and uterine perforation were added. Lab data were added. Concomitant conditions were added. Auto-narrative supplement and reporter causality comments were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure devices perforated partially from'), uterine repair ('repair of uterine / essure coils noted protruding from both the right and left ostia towards the fundus of the uterus'), device breakage ('device breakage'), device dislocation ('migration of implants/out of my tube not sure where/essure coils noted protruding from both the right and left ostia towards the fundus of the uterus'), glaucoma ('glaucoma') and cataract ('cataracts') in a 58-year-old female patient who had essure (ess205) (batch no. 12240920- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included anxiety since 1993, depression since 1992, obesity, unspecified and colonoscopy. Concomitant products included aripiprazole (abilify) since (B)(6) 2006, medroxyprogesterone acetate (depoprovera) from (B)(6) 2003 to (B)(6) 2003, paroxetine hydrochloride (paxil) since (B)(6) 2005 and sertraline hydrochloride (zoloft) since 1992. In 2003, the patient experienced pelvic pain ("pain"), mood altered ("moodiness"), hot flush ("hot flashes"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("pain: abdominal pain") and was found to have hormone level abnormal ("hormonal changes"). In (B)(6) 2003, the patient experienced pollakiuria ("bladder or urinary problems or changes-frequent urination"). On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced depression ("increased depression") and anxiety ("anxiety"). In (B)(6) 2004, the patient experienced fatigue ("fatigue"). In (B)(6) 2004, the patient experienced dry eye ("vision/eye problems: dry eye"). In (B)(6) 2005, the patient was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and complication of device removal ("failed attempt to remove coils/the first attempt was unsuccessful, she could not get the coils out"), 13 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), glaucoma (seriousness criterion medically significant), cataract (seriousness criterion medically significant), abdominal distension ("bloating"), asthenia ("low energy"), decreased interest ("interest"), emotional disorder ("emotional") and abdominal pain lower ("lower abdominal cramping") and underwent uterine repair (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((B)(6) 2018, left eye surgery, (B)(6) 2018, right eye surgery, (B)(6) 2017, failed attempt to remove coils, (B)(6) 2018 surgical removal of coil(s), dilation and curettage hysteroscopy, laparoscopy with hysteroscopy and dilation and curettage hysteroscopy, laparoscopy with hysteroscopy, repair of uterine). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine repair, device breakage, device dislocation, glaucoma, cataract, pelvic pain, abdominal distension, mood altered, hot flush, depression, asthenia, decreased interest, emotional disorder, anxiety, pollakiuria, complication of device removal, weight increased, hormone level abnormal and dry eye outcome was unknown, the dysmenorrhoea, abdominal pain and abdominal pain lower was resolving and the fatigue had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, asthenia, cataract, complication of device removal, decreased interest, depression, device breakage, device dislocation, dry eye, dysmenorrhoea, emotional disorder, fallopian tube perforation, fatigue, glaucoma, hormone level abnormal, hot flush, mood altered, pelvic pain, pollakiuria, uterine repair and weight increased to be related to essure (ess205). The reporter commented: current weight: 212 lbs. Removal of coils- 2 surgeries 1st in (B)(6) 2017 and the 2nd (B)(6) 2018. She had a hysteroscopy in (B)(6) 2017, essure devices were visualized but unable to be removed. Coils of the essure device were noted protruding from both ostia towards the fundus of the uterus. An attempt to remove the essure coils from the left fallopian tube was unsuccessful with the hysteroscope the hysteroscopic device was removed from the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Ultrasound breast - on (B)(6) 2016: infected sebaceous cyst of the areolar regions of both breasts. Ultrasound pelvis - on (B)(6) 2017: total bilateral occlusion. An intrauterine contraceptive device is noted in place. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following one/ones were reported via medical records: fallopian tube perforation, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2019: pfs received. Event: event vision problems replaced by dry eye. Outcome of the event dysmenorrhea (cramping) were updated. Event: bladder or problems or changes: unspecified and urinary or problems or changes: unspecified was replaced with frequent urination. Event verbatim were updated as failed attempt to remove coils/the first attempt was unsuccessful, she could not get the coils out. Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration of implants/out of my tube not sure where"), glaucoma ("glaucoma") and cataract ("cataracts") in a 58-year-old female patient who had essure (ess205) (batch no. 12240920-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included obesity, unspecified, depression since 1992 and anxiety since 1993. Concomitant products included aripiprazole (abilify), paroxetine hydrochloride (paxil) and sertraline hydrochloride (zoloft). In 2003, the patient experienced pelvic pain ("pain"), mood altered ("moodiness"), hot flush ("hot flashes"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("pain: abdominal pain") and was found to have weight increased ("weight gain"). On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2017, the patient experienced complication of device removal ("failed attempt to remove coils"), 13 years 10 months after insertion of essure (ess205). In 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced glaucoma (seriousness criterion medically significant), cataract (seriousness criterion medically significant), abdominal distension ("bloating"), depression ("increased depression"), asthenia ("low energy"), decreased interest ("interest"), emotional disorder ("emotional"), anxiety ("anxiety"), bladder disorder ("bladder or problems or changes: unspecified"), urinary tract disorder ("urinary or problems or changes: unspecified"), fatigue ("fatigue"), visual impairment ("vision problem") and abdominal pain lower ("lower abdominal cramping") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery ((B)(6) 2018, left eye surgery, (B)(6) 2018, right eye surgery, (B)(6) 2017, failed attempt to remove coils, (B)(6) 2018 surgical removal of coil (s) and dilation and curettage hysteroscopy, removal of coils- 2 surgeries 1st in 2017 and the 2nd (B)(6) 2018). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, glaucoma, cataract, pelvic pain, abdominal distension, mood altered, hot flush, depression, asthenia, decreased interest, emotional disorder, anxiety, bladder disorder, urinary tract disorder, complication of device removal, dysmenorrhoea, weight increased and hormone level abnormal outcome was unknown, the fatigue had resolved and the abdominal pain and abdominal pain lower was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, asthenia, bladder disorder, cataract, complication of device removal, decreased interest, depression, device breakage, device dislocation, dysmenorrhoea, emotional disorder, fatigue, glaucoma, hormone level abnormal, hot flush, mood altered, pelvic pain, urinary tract disorder, visual impairment and weight increased to be related to essure (ess205). The reporter commented: current weight 212 lbs. Removal of coils- 2 surgeries 1st in 2017 and the 2nd (B)(6) 2018 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-dec-2018: plaintiff fact sheet received. Events per pfs: hormonal changes, vision problem, lower abdominal cramping. On 18-dec-2018: fu3 & fu4 were processed together. Reporter information was added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration of implants/out of my tube not sure where"), glaucoma ("glaucoma") and cataract ("cataracts") in a 58-year-old female patient who had essure (ess205) (batch no. 12240920-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "failed attempt to remove coils" on (B)(6) 2017 and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included depression in 1992 and anxiety in 1993. Concurrent conditions included obesity, unspecified. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2003, the patient experienced pelvic pain ("pain"), mood altered ("moodiness"), hot flush ("hot flashes"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain") and abdominal pain ("pain: abdominal pain"). In 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced glaucoma (seriousness criterion medically significant), cataract (seriousness criterion medically significant), abdominal distension ("bloating"), depression ("increased depression"), asthenia ("low energy"), decreased interest ("interest"), emotional disorder ("emotional"), anxiety ("anxiety"), bladder disorder ("bladder or problems or changes: unspecified"), urinary tract disorder ("urinary or problems or changes: unspecified") and fatigue ("fatigue"). The patient was treated with surgery and surgery ((B)(6) 2017, failed attempt to remove coils, (B)(6) 2018 surgical removal of coil (s)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, glaucoma, cataract, pelvic pain, abdominal distension, mood altered, hot flush, depression, asthenia, decreased interest, emotional disorder, anxiety, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue and weight increased outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, anxiety, asthenia, bladder disorder, cataract, decreased interest, depression, device breakage, device dislocation, dysmenorrhoea, emotional disorder, fatigue, glaucoma, hot flush, mood altered, pelvic pain, urinary tract disorder and weight increased to be related to essure (ess205). The reporter commented: current weight 212 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: quality safety evaluation of ptc. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implants") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and abdominal distension ("bloating"). The patient was treated with surgery (to remove the essure.). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, device dislocation and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.